Event description:
Allegedly patient revised due to metallosis.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00407, 00408, 00410.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.